Manufacturer narrative:
The device br 16 014 has been inspected for investigation purpose. The tests performed confirmed that an assembly issue was identified to have caused the issue. During manufacturing process no grease was applied on the mayfield adaptor. As repair, the defective part was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that the head holder connector from medtech locked up mechanically when tightening. The connector was on the stabilization device and would not tighten or loosen. This issue occurred before the surgery was scheduled. No patient impact has been reported.